Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, an intermittent audio output and adverse event was reported. The patient stated they did not receive a low alert and critical low alert which resulted in a hypoglycemic event. He stated that his father found him unconscious and called the paramedics. He took a finger stick reading and the patient¿s blood glucose was 33 mg/dl. When the paramedics arrived, they took a finger stick reading as well and the patient¿s blood glucose was 20 mg/dl. The paramedic provided the patient with dextrose and the patient regained consciousness. At the time of contact, the patient had recovered. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. No additional event or patient information is available.